Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 80 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer during call on (B)(6) 2015 produced results of lo and 81 mg/dl. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 07/19/2017 and open vial date is not known. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.